Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion and prime tests. Unit was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to erased history file.

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was 72 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.